Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/13/2025 the user reported hyperglycemia with a blood glucose (bg) of 400 mg/dl approximately four hours after a supply change and breakfast announcement. The user confirmed the reading by fingerstick and was guided to replace the infusion set. Upon follow-up, bg levels were decreasing, and the user recovered without medical intervention.